Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details is not available. Reason for reoperation: seroma.

Event description:
Patient representative reports "patient's left breast swelled, it was 3 times larger than it was". Patient "drained the fluid and took anti inflammatory." The device has been explanted.